Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received unexpected restart and external error alarms. The unexpected restart alarms were recurring during normal insulin pump use. Her blood glucose level was not reported. The insulin pump had a black circle and said that it did not have any insulin when there was insulin inside. The product was returned. Nothing further to report.